Event description:
It was reported that at the first follow-up appointment this right ventricular (rv) lead displayed high pacing threshold measurements of 6 volts at 1.0 milliseconds (ms). The pacing impedance measurements had also decreased from 600 ohms at implant to 378 ohms. An x-ray confirmed the lead migrated since implant. A revision procedure was performed and the rv lead was successfully repositioned. All measurements returned to normal limits. No additional adverse patient effects were reported.